Event description:
It was reported that the user's dexcom g7 glucose data displayed on the dexcom app and receiver but did not display on the ilet; the receiver was powered down, the pairing code 6824 was verified, and the ilet pairing was toggled and reentered, after which readings appeared on the ilet. Symptoms included no reported adverse clinical effects. Outcomes included successful restoration of cgm data display on the ilet with no medical intervention. Investigation included remote troubleshooting and user education to verify the pairing code and eliminate interference from an active receiver. Investigation of this case revealed a pairing failure limited to the ilet that resolved after removing receiver interference and re-establishing the bluetooth connection, consistent with a connectivity issue between the cgm and the ilet user interface. It was concluded, based on similar reports, that the cause was user-level connectivity configuration leading to a temporary communication failure.